Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the handling of the user. Based on the information from sorc, the cause of the reported phenomenon was the cable failure. Omsc presumed that the cable failure was attributed to impact such as being applied twisting force or stepping on the cable by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed, and the scope communication error b30 occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.